Event description:
Customer reported that they had a patient get out of the bed and the alarm did not sound. The patient was found by the doorway by a nurse. The alarm was not turned off and was given to the biomed department. The biomed technician reported tha the tone led light was green and the alarm was connected to a working sensor there was no alarm tone. When the biomed technician pushed the volume button the alarm did continuously sound. The customer reported that the alarm was connected to a non posey nurse call cable and was instructed to discontinue using the alarm with non posey nurse call cable. There was no patient injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. This report is based solely on the initial information provided by the customer. (B)(4).